Manufacturer narrative:
(B)(4)

Event description:
Furthermore, the patient had palpitations and the lead later dislodged into the subclavian venous system. The lead was explanted and replaced.

Event description:
It was reported that the patient's right atrial (ra) lead dislodged. The ra lead was re-positioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary:the full lead was returned and analyzed. The analysis was performed and no anomalies were found and no issue identified that required full analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.